Event description:
Pt reported experiencing elevated blood glucose levels with the highest level being 30.0 mg/dl (540 mg/dl). Pt's normal blood glucose range was not provided. Pt stated she took correction via the infusion device with no success. Pt reported changing the accessories: insulin, infusion set, insulin cartridge and checked the basal rate which was okay. Pt stated she thins the infusion device delivery is inaccurate. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.